Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00653. The pt received an scs system including an ipg and two surgical leads on (B)(6) 2011. It was reported, the pt has experienced overstimulation on several occasions since implant. The alleged sensation is reportedly felt throughout the pt's entire body. No further info is available.